Event description:
A male patient presented to the hospital with borderline phlegmasia cerulea dolens in the lower extremities. Imaging revealed that the patient had bilateral iliofemoral deep vein thrombosis (dvt), inferior vena cava (ivc) thrombus suprarenal, and left renal vein thrombosis. Most of the clot was acute, with some subacute/chronic clot that was wall adherent in the ivc and left renal vein. A chest computed tomography (CT) scan also revealed a distal left-sided clot in the pulmonary vein, but there was no right heart strain and no elevated troponin level. The patient was newly diagnosed with kidney cancer and had a covid viral infection 10 days prior. The clot age was estimated at 3 days. The patient was scheduled for a thrombectomy on (B)(6) 2024 using the inari flowtriever retrieval/aspiration system. The procedure was conducted with the patient in the supine position. Access was obtained via the bilateral femoral vein; the clottriever xl catheter (ctxl) was used with the clottriever (CT) 16 fr sheath and flowtriever xl (ftxl) discs contralaterally. The triever16 (t16) and triever16 curve (t16 curve) were also used to aspirate acute clot in the ivc and left renal vein without incident, removing approximately 50% of the clot burden. The patient's vital signs were stable at this point. During the first pass using the ctxl, the patient reported experiencing some discomfort. The patient was moved to the prone position and the physician obtained left popliteal venous access. Hand palpation revealed clot present in the common femoral vein to the iliac vein. During the angiogram, the physician noticed that the bladder was distended and when the staff positioned the patient on his side in an attempt to empty the bladder, the patient decompensated. A code was initiated and the patient was intubated. Once vital signs stabilized the medical team attempted to perform a CT scan to determine whether the clot had embolized (suspected pulmonary embolism), but the patient decompensated a second time and was unable to be resuscitated and died.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was likely the result of inadvertent clot embolization. General discomfort, hypotension, distal embolization, and death are identified in the labeling as possible adverse events/complications. Manufacturer reference#: (B)(4).